Event description:
It was reported that the patient presented to the ER after receiving inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response being misdiagnosed as ventricular tachycardia. Device was reprogrammed. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.